Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the returned device had no mechanical damage. A defect in the product was confirmed. The root cause could not be identified; however, it is possible that a defect in the components inside the shaft may be the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the powerseal curved jaw sealer and divider was unable to grasp tissue due to a possibly misaligned jaw. The event occurred during a therapeutic robot assisted total laparoscopic hysterectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm or procedure delay.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.